Manufacturer narrative:
New information for supplemental medwatch - physio-control evaluated the device and verified the reported issue. It was observed that the device's case was cracked. Water then infiltrated and damaged the device beyond repair. The device could not be powered on in order to download device data, or to charge and shock defibrillation energy. The device was then opened, and an internal physical inspection was performed.  Physio observed that the analog pcb assembly had corrosion, and the main capacitor had rust. More cracks were identified inside the cases. The cause of the reported issue was due to water having infiltrated in the device and caused corrosion/rust. The customer was provided with a replacement device. Please advise that upon further investigation, physio determined that this complaint was a duplicate and had been previously reported to the FDA under medwatch number 3015876-2016-01421.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the power issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported that the customer's device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The supplemental report indicates an incorrect correction of the date of event.  The correct date of event originally reported to physio-control should be (B)(6) 2016.